Event description:
The registered nurse (rn) was removing a disposable clearcut intrepid knife from plastic packaging during a procedure and as they pulled it out, the blade sliced their finger. Standard work was followed ¿ the packaging is molded plastic and the knife needs to be forcibly removed. The manufacturer plastic is noted to be difficult to remove the knife and the blade is unprotected. Rushing was not reported by the employee or identified by the manager and the packaging was not thought to be faulty. The department is reaching out to identify if alternate manufacturing packaging is available given the known difficulty of removing the knife from the packaging and the resulting injury to the rn.